Event description:
It was reported the xenon light source displayed error b30 (scope communication error). The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Since the actual equipment was not returned to the legal manufacturer, the reported event could not be confirmed. Investigation was conducted based on the complaint information. Based on the facts obtained from the investigation, as the suggested phenomenon was not confirmed at the inspection by the repair department, a presumed cause could not be identified. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.